Event description:
New IV fluids were to be hung. A package of alaris smart site IV tubing was opened and found to be in 2 pieces. No apparent damage was visible in the outside packaging. The problem was identified prior to spiking the bag.